Manufacturer narrative:
This report is a response to uf report # (B)(4). We have assigned complaint # (B)(4) to this report. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Analysis of the returned device consisted of a visual and functional evaluation, as well as a device history review. Functional and visual evaluation was completed for all device components and functions, with an emphasis on the reported incident. The device was examined under magnification to inspect for any abnormalities. Examination determined that the balloon is not functional due to a large tear. The balloon material did not indicate any voids or notable defects and the area around the tear appears normal. It is possible that the device came in contact with a sharp object, was over-inflated, or experienced harsh environments/prolonged use while in situ. The examination concluded that the exact cause for the reported issue is not believed to be due to a manufacturing defect, but the cause of the failure is unknown at this time and may be related to the list of possible causes that have been shared with the user facility.

Event description:
Patient presented to the emergency room from home, because button g-tube (12 fr 1.5 cm) was out of the patient. The button g-tube was brought to the emergency room for examination. The balloon was determined to be ruptured. This tube only lasted 31 days. This is the 3rd g-tube balloon rupture for this patient. In addition, to this specific patient, we have six other confirmed patients that have had similar experiences with their g-tubes. The balloon failures were: a tear and depletion of water. These events occurred within 30 days of insertion. Some of these events required an emergency room visit, reinsertion of the g-tube in the operating room and/or additional radiation exposure.